Manufacturer narrative:
(B)(4). The analysis showed that the atw35 device was received with 8 reloads present. Reload (b), (e), (f), (g) and (h) were received fully fired and with the lockout normal. Reload (I) was received unfired with the reload lock out spring normal. Reload (c) and (d) were received fully fired with the lockout damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned reload (I) and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Event description:
Customer reported on a bravo ph capsule that failed to attach. The handle came apart during the procedure. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time. Requested and received the following information on 6/7/2010: staples were not formed properly for all 7 reloads. Additional information received on 6/11/2010: the experienced surgeon stapled the liver vessel and a second one, then the liver itself was resected by stapling liver parenchyma. After some time the surgeon noted that the situs was bleeding all over and figured out that the staple lines were all leaking and/or not closed. He sutured everything manually, the patient needed extra blood transfusion; how much is not known. The patient was fat and his condition was not very good but he is still in intensive care.

Event description:
It was reported that during a liver resection procedure, there were malformed staples. No further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient. (B)(6).